Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was experiencing vomiting, diarrhea, and flatulence. The patient¿s cgm was reading 120 mg/dl and the bg meter was reading 415 mg/dl. The patient was wearing a tandem insulin pump. The patient¿s daughter called emergency medical services (ems) and once they arrived, the patient¿s bg meter reading was 550 mg/dl. No cgm comparison was provided as ems removed the device. She was transported to the emergency room (ER). At the ER, the patient was diagnosed with dka and treated with insulin (route not specified). She was discharged after 4 days, on (B)(6)2025. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid was taken at home. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the bg was at 550mgdl. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.